Event description:
Patient's husband advised; patient suffered a subtrochanteric femur fracture in 2007, when patient fell in a hole. Patient was initially treated with smith & nephew recon nail. About 6 months post implant, the nail was removed and subject plate was implanted with bone graft. Patient began weight bearing approximately 6 months post implant. Patient experienced pain 4 months later and an x-ray showed the plate had fractured. Patient was revised to the same style plate but a different length.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded. No conclusion could be drawn. Manufacturing records could not be reviewed without a lot number.